Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number 400498535. One (1) sample was returned for evaluation. A hair was found inside the packaging, but not in the device or in the fluid path. This contamination could have occurred during the final packaging of the product. Review of the device history record performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. House retain samples from the reported lot number were evaluated and did not reveal any abnormalities or non-conformances of this nature. Based on the investigation information, the manufacturer determined that this is an isolated incident and no further action beyond notifying production personnel will be taken at this time. If additional pertinent information becomes available a follow-up report will be filed.

Manufacturer narrative:
(B)(4). The investigation into this reported event is ongoing. Additional attempts to receive the device involved in the reported event are being made. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility in (B)(4): foreign particle found.